Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized and treated with unspecified antibiotics for the event. At the time of this report, the patient remained hospitalized and the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is a duplicate of manufacturer report number 1416980-2023-03879. All information can be found under manufacturer report number 1416980-2023-03879. Should additional relevant information become available, a supplemental report will be submitted.